Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states that the light handle cover they received had 1.5 inch slits. The customer further stated that the slit was noticed before surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see investigation summary below: a device history record review could not be performed because a lot number was not provided by the customer. Two samples without original package or lot number were received. After performing visual inspection per procedure, the reported condition was confirmed; the samples present a rip in the handle of the lite sleeve. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to the geometry of the product/ mold design. This pleat creates weakness on the neck of the part. A second investigation for the corrective and preventive action (CAPA) was opened. As a containment action, lite glove production is currently stopped until the corrective actions defined are closed. Preventive actions will be included in the CAPA. In addition, awareness training was performed to all personnel to ensure they are aware of the reported condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.